Event description:
It was reported that a nurse injured her hand when she went to slowly lay the back of the recliner down. The pt hit the release before she was ready and the nurse jammed two fingers. The nurse's hand was swollen for a week. No further injury details were provided.